Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd micro-fine¿ pro pen needle experienced an outer cover that would not attach, and a dirty needlestick injury. The dirty needlestick did not cause any adverse health effects to the device operator, and it has not specified whether they received medical testing/intervention. The following information was provided by the initial reporter: a nurse helped patient¿s injection in an infection ward. After injection, the nurse recapped the pen needle but the outer cover was not attached properly and separated from the pen needle. While carrying the used pen needle, the nurse got stuck with the needle. There was no report on health hazard including infections.